Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference in perception of device handling and reprocessing procedures between the olympus recommendations and the relevant facility. The instructions for use warns about inappropriate reprocessing by stating ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was reprocessed with one of the following endoscope reprocessors: oer-6 s/n: (B)(6), oer-6 s/n: (B)(6), oer-6 s/n: (B)(6). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the bronchovideoscope was incorrectly reprocessed. The scope was processed with an endoscope reprocessor that did not have concentration checks conducted after every use. The customer did not discharge wastewater into the drainage, but neutralized it prior to disposing of it. There were no reports of patient harm.